Event description:
It was reported by the hospital facility; hospital received their purchase order p.o. (B)(4) and the 2.4mm threaded guide wire- trochar point was found punched through the protective plastic tube and the bag housing the product.

Manufacturer narrative:
Review of the DHR shows no compliant related anomalies. Package was returned damaged as stated. The sharp end of the product is poking through the inner tube as well as the outer packaging. This was a non-sterile package, so the product was never intended to be sterile, however, the integrity of the product and it's intended use may have been compromised.